Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed a proximal pressure sensor autozero failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that their device was displaying a proximal pressure sensor autozero failure. The customer also stated that they had recently replaced the air/o2 flow sensor assy. The rse discussed with the customer the operation of the auto zero solenoids per the service manual as well as the troubleshooting of the 110b code found in the significant event log. The rse then provided the customer with the part number of the solenoid valve for order and replacement. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.